Event description:
Prior to the procedure the clinician knew that this patient had a very tortuous anatomy (as revealed by pre-case angio and MRI) and the use of only the left kidney (and accompanying left renal artery). The patient's proximal neck angulation was 60 degrees, anterior/posterior view and 15 degrees of lateral view. The clinician was aware that this patient was not an ideal candidate for co's excluder bifurcated endoprostheses but wanted to attempt an endovascular approach to repair the patient's abdominal aneurysm and benefit from a less invasive approach. The trunk-ipsi and the contralateral leg components were placed. There appeared to be a type I endoleak, which the clinician decided to correct with an aortic extender. The placement of the aortic extender corrected the endoleak; however, its placement also partially covered the left renal artery, as shown on operative angio. Even though the left renal artery was filled by contrast, the doctor was not pleased with the amount of perfusion and decided to perform an open repair with a dacron bifurcated graft; thereby removing all of the excluder bifurcated endoprosthesis components, which were discarded by the hospital. 24 hours post-op, the patient is reported to be doing fine. It is co's understanding that this event occurred due to the patient's anatomy and was not device related. No allegation of deficiency was made regarding this device and as such no further investigation or communication is warranted.